Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted no noise was observed and the shock impedances were within normal range. This patient would continue to be monitored. This ICD and rv lead remain in service. No adverse patient effects were reported.